Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx internal paddle lock was broken. This could indicate the internal paddle set could not lock in place on the mrx and fail to delivery therapy. There was no patient involvement.